Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone number: (B)(6).

Event description:
It was reported that while using the bd facscanto¿ that there was erroneous results.the following information was provided by the initial reporter:abnormal graphics of facscanto plus-b27, clinical use, this result was not used, did not affect patient diagnosis, (B)(6).

Event description:
It was reported that while using the bd facscanto¿ that there was erroneous results. The following information was provided by the initial reporter: abnormal graphics of facscanto plus-b27, clinical use, this result was not used, did not affect patient diagnosis, sun guoqiang.

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to facscanto ivd 10 color configuration, part # 657338 and serial # (B)(6). Problem statement: customer reported complaint regarding graphics anomaly on 01feb2023. This poses the risk of producing delayed or erroneous results that might impact patient diagnosis and treatment. The instrument was repaired and found to be functioning as expected, and neither the customer nor any patients were harmed due to this issue. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue on part # 657338. Date range from 01feb2022 to 01feb2023. Device history record (DHR) review: DHR part # 657338 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Complaint history review: there are 13 complaints for part # 657338 related to the as reported code 1: result ¿ unexpected ¿ date range from 01feb2022 to 01feb2023. Returned sample analysis: a return sample was not requested for evaluation because the potential cause of the issue was determined using the servicemax review. After the repairs/replacements, the instrument was found to be performing as intended. Service history review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2020. Defective part number: 656635 - laser system sapphire obis 488nm 20mw, 335384 - kineflex. Blue laser fiber, 333837 - tip tilt mechanism. Work order notes: (B)(4). Work order notes: subject / reported: pi-657338-facscanto plus-b27 graphics anomaly problem description: facscanto plus-b27 graphic abnormality, clinical use, did not use this result, did not affect the patient's diagnosis, sun guoqiang. Work performed: to adjust the optical path, you need to wait for the laser to test cause: the signal is abnormal. Solution: adjust the optical path, need to wait for the laser to test, please open a new work order to distribute to me. Parts replaced: n/a. (B)(4). Work order notes: subject / reported: pi-657338-facscanto plus-b27 graphics anomaly. Problem description: facscanto plus-b27 graphic abnormality, clinical use, did not use this result, did not affect the patient's diagnosis, sun guoqiang. Work performed: 1. Replace the blue laser, blue optical fiber, fiber fixture 2. The instrument is running normally. Cause: the laser is damaged, the blue fiber is concentric, and the retention mechanism is loose. Solution: 1. Replace the blue laser, blue optical fiber, fiber fixture 2. The instrument is running normally. Parts replaced: 656635 - laser system sapphire obis 488nm 20mw, 335384 - kineflex blue. Laser fiber, 333837 - tip tilt mechanism. Labeling / packaging review: n/a. Risk analysis: risk management file part # 338942ra , revision 09/version h, facscanto product family risk analysis was reviewed. This file did not contain the appropriate hazards and mitigations, and an ecr has been created to assess additional hazards and their risk levels. Ecr # (B)(4). Has been created and will revise the existing document to include causes, mitigations, and risk ratings for failures related to erroneous results. Potential causes: based on the investigation results, the potential cause was determined to be failure of laser and laser fiber. Investigation result / analysis: the investigation was performed and based on the review of complaint trend, defect trend, DHR review, risk analysis, and service activity review, the potential cause of the graphics anomaly was determined to be failure of laser and laser fiber. The customer reported a complaint regarding graphics anomaly. In wo- 02826388, the field service representative (fsr) noted that the signal was abnormal and adjusted the optical path. In (B)(4), the fsr performed a series of works including replacing the blue laser, blue optical fiber and fiber fixture. The fse noted that the laser was damaged, and the blue fiber is concentric. After the works performed, the instrument is confirmed to be performing as intended. Although the instrument was used for diagnostic testing, the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. Proper daily and monthly cleaning and maintenance are vital for maintaining the instrument¿s health and performance level. This information can be found in the bd facscanto¿ flow cytometer instructions for use (IFU) manual, #23-14730-03 rev. 1/vers. A. Conclusion: based on the investigation results, complaint was confirmed and the potential cause of the graphics anomaly was determined to be failure of laser and laser fiber. The fsr performed a series of works including replacing the blue laser, laser fiber and fiber fixture. After the replacements, the instrument was functioning as intended. Based on the investigation results a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety. H3 other text : see h10.